Event description:
It was reported that the patient had experienced redness and swelling on both thighs after using the gel pads. It was also stated that the errors 1 and 2 occurred frequently soon after a patient started using the device and the water flow was 0 l/min. It was found that a part of circulating water was under 10 degree celsius caused by connecting the pad mistakenly. No replacement device was provided to the customer. Per follow-up information received via ibc on 02aug2021, stated that the sample was unrecoverable because the customer had already discarded it. It was unclear that the therapy discontinued because of the issue. The device did not seem to be connected correctly and the problem was remedied when reconnected. It was unclear regarding the condition of the skin before the pads were applied.

Manufacturer narrative:
The reported event was confirmed use related. The root cause of this failure is "misconnection of supply and return lines". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed - use related. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had experienced redness and swelling on both thighs after using the gel pads. It was also stated that the errors 1 and 2 occurred frequently soon after a patient started using the device and the water flow was 0 l/min. It was found that a part of circulating water was under 10 degree celsius caused by connecting the pad mistakenly. No replacement device was provided to the customer. Per follow-up information received via ibc on 02aug2021, stated that the sample was unrecoverable because the customer had already discarded it. It was unclear that the therapy discontinued because of the issue. The device did not seem to be connected correctly and the problem was remedied when reconnected. It was unclear regarding the condition of the skin before the pads were applied.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had experienced redness and swelling on both thighs after using the gel pads. It was also stated that the errors 1 and 2 occurred frequently soon after a patient started using the device and the water flow was 0 l/min. It was found that a part of circulating water was under 10 degree celsius caused by connecting the pad mistakenly. No replacement device was provided to the customer.